Event description:
It has been reported to philips that the wireless footswitch was losing connection to the azurion system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system and confirmed that the wireless foot switch connection was loosen, fse updated the software which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch lost and the base station or footswitch remains in error mode. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/ field safety corrective action (2022-igt-bst-011). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.